Manufacturer narrative:
Na

Event description:
It was reported that the pacemaker dependent patient presented for a routine follow-up. The stored electrograms showed atrial noise causing inappropriate automatic mode switch (ams) episodes. Over 1000 ams episodes were noted. The patient was asymptomatic, and would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead was fractured. The lead was capped and replaced on (B)(6) 2009. No patient symptoms were reported.